Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error message. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse). The customer stated that the device alarmed and displayed a "backup alarm failed" error message. During troubleshooting, it was confirmed that the error code (1104) was recorded in the event log. The rse noted that there was no error code (1115) in the event log. The rse advised the customer to replace the central processing unit (cpu); the customer was provided with the part number for replacement. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 21nov2025, 04dec2025, and 18dec2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.